Event description:
A manufacturer's field rep was demonstrating the ultegra rpfa-trap to a dr using a blood sample obtained from a pt who had not received any "gp llb/llla" inhibitor drug. A test result of 7 "pau" was obtained, which is lower than the baseline (pre-drug) reference range cited in the device package insert (125 - 330 pau). Another sample from the same insert (125 - 330 pau). Another sample from the same pt was tested, and the result was 233 "pau".